Event description:
It was reported that during a low anterior resection procedure, after firing the device in the longer line of stapling not the whole line was fully stapled. Surgeon could sew by hand the line on the colon which was stapled improperly previously and surgeon could make the anastomosis successfully. Delay of sixty minutes.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: did the delay of the procedure clinically impact the patient? No. Did the post-operative care change based on the event? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.